Event description:
Star total ankle replacement was removed to correct talar subluxation.

Manufacturer narrative:
Additional removed components: star total ankle replacement, sliding core mobile bearing, model#: 99-0028/11, lot#: 0946072, expiration date: 12/01/2014, date of implantation: (B)(6) 2013, date of explantation: (B)(6) 2014, device manufacture date: 12/2009. Star total ankle replacement, talar component: model#: 400-252, lot#: 091204/2311, expiration date: 05/01/2015, date of implantation: (B)(6) 2013, date of explantation: (B)(6) 2014, device manufacture date: 05/2010. There were no deviations reported in the dhrs for all the parts. Company report form states patient went from (B)(6) pounds at time of primary to (B)(6) at time of explantation, an that components were well fixed to the bone.